Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 5 cm and 6 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended facility for assessment and bloods. Patient stated that upon arriving at the carpark they ¿overstretched their arm¿ to obtain a ticket from the ticket machine. On arrival the PICC was assessed, the staff nurse was unable to obtain venous return and when the PICC was flushed leaking from the entry site was noticed. PICC removed and fracture at 6cm was noted. PICC placed in basilic vein, trimmed length 42cm, exit site marking 3cm. PICC used for folfox, no delays in treatment. New PICC placedb (B)(6) 2024. No patient harm reported. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was dressed straight along the patient's arm. Fracture was internal to the patient.

Event description:
It was reported patient attended facility for assessment and bloods. Patient stated that upon arriving at the carpark they ¿overstretched their arm¿ to obtain a ticket from the ticket machine. On arrival the PICC was assessed, the staff nurse was unable to obtain venous return and when the PICC was flushed leaking from the entry site was noticed. PICC removed and fracture at 6cm was noted. PICC placed in basilic vein, trimmed length 42cm, exit site marking 3cm. PICC used for folfox, no delays in treatment. New PICC placed 25/10/2024. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.